Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-02. H6: investigation summary: 1 sample was returned to leventon, lot number is unknown. The evaluation of the unit sent by the customer was performed and after a visual inspection the defect was confirmed. DHR review: the batch record of the affected lot number could not be reviewed since the reason for the complaint is that the unit doesn't have any identification. For this reason, an exhaustive evaluation of the defect was not possible to be performed with the corresponding retained samples. Root cause: the most probable cause is related with the manufacturing process. Despite current control process for this defect, it is obvious (sample received) that in some unit we have not been able to detect it. This is considered a rare event with a probability of occurrence = 0.09/1 million units sold (in 2019).

Event description:
It was reported that dosi-flow 10 was missing a label. The following information was provided by the initial reporter: "package was not printed."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dosi-flow 10 was missing a label. The following information was provided by the initial reporter: "package was not printed."